Event description:
It was reported that (1) hp052 was used during a laparoscopic procedure. It was reported by the rep that the hand piece would not function. Test tip was attached and tested by rep and a solid tone was heard. The case was completed with another hp052. There was no pt consequence.